Manufacturer narrative:
(B)(4).

Event description:
The patient's colon was punctured when the catheter was threaded from the back to the pump. Add'l info has been requested a f/u report will be sent if add'l info becomes available.